Event description:
It was reported the detector was dropped. The device was in clinical use and there was no patient or user harm. Additional information received that the detector has recorded medium shocks, however there were no physical damage to the detector.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Field service engineer (fse) performed analysis and concluded that detector was dropped. There were medium shocks registered in detector shock log. However, no physical damage was found during the inspection, and the detector showed no issues with image capture. It was functioning properly without any operational issues. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).